Event description:
It was reported that the device was approaching elective replacement rapidly. At implant, the device experienced a reset due to a suspected damaged lead. The device was restored at that time. The device and lead were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported output anomaly was confirmed in the laboratory. Analysis of the device found damage to the output circuitry consistent with delivery of high voltage therapy into a low impedance load. It is believed that the root cause is a short in the hv lead. The device's functionality was tested on the bench and on the automated test system. All low voltage device functions were normal.